Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown hip femoral head; unknown hip femoral stem; unknown hip acetabular cup; unknown hip acetabular liner.

Event description:
The patient was initially revised to address instability. The surgeon replaced the liner and the head with a constrained liner and a longer head. The surgeon mentioned that the patient had an abnormal anatomy and was dislocating anteriorly and posteriorly. Patient dislocated post-operatively. The acetabulum was reamed to a 58 and a multihole cup with screws and a 58mm constrained liner were placed. The patient was then stable. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Additional narrative: investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.